Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6).all available patient information was included. Additional patient details are not available.an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on a 21yrs old patient diagnosed with mononucleosis. The results provided were: on (B)(6) 2025 sid (B)(6) initial= 706.4 ng/l. 1:2 dilution= 648.74 ng/l; 1:5 dilution=740.45 ng/l; 1:10 dilution=706.04 ng/l; 1:20 dilution=599.14 ng/l; 1:50 dilution=638.05 ng/l. Heterophilic tube=423.49 ng/l. Nonspecific antibody blocking tube=350.0 ng/l. On siemens pcct analyzer=2.2 and 2.3 ng/l. Laboratory reference range for troponin: female=2.0 to 15.6 ng/l. Additional information provided: igg=1117 mg/dl; igm=103 mg/dl; rf=< 3.3 iu/ml. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Updated section b5: describe event or problem: additional information on 02dec2025: the same patient redrawn and performed neat and precipitation of peg 6000 on same instrument. The results provided were: neat=294.29 ng/l /peg precipitation=9.97 and 10.03 ng/l. The size code changed to -34 from -24 for alinity I stat high sensitive troponin-I, list number 8p13 on (B)(6) 2025. Updated section d4 catalog # to 08p13-34 from 08p13-24. Primary UDI number: to (B)(4) from (B)(4).

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on a 21yrs old female patient diagnosed with mononucleosis. The results provided were: on (B)(6) 2025, sid (B)(6) initial= 706.4 ng/l. 1:2 dilution= 648.74 ng/l; 1:5 dilution=740.45 ng/l; 1:10 dilution=706.04 ng/l; 1:20 dilution=599.14 ng/l; 1:50 dilution=638.05 ng/l. Heterophilic tube=423.49 ng/l. Nonspecific antibody blocking tube=350.0 ng/l. On siemens pcct analyzer=2.2 and 2.3 ng/l. Laboratory reference range for troponin: female=2.0 to 15.6 ng/l. Additional information provided: igg=1117 mg/dl; igm=103 mg/dl; rf=< 3.3 iu/ml. Updated additional information on 02dec2025: the same patient redrawn and performed neat and precipitation of peg 6000 on same instrument. The results provided were: neat=294.29 ng/l /peg precipitation=9.97 and 10.03 ng/l there was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, accuracy testing and labeling review of alinity I stat high sensitive troponin-I, reagent lot 78013ud00. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 78013ud00. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The patient median values for the complaint lot(s) are within the established limits and comparable to the historical reagent lot performance. Accuracy testing was completed for the troponin-I reagent lot 78011ud00 (which contains the same bulk material as the complaint lot). All specifications were met indicating that the lot is performing acceptably. A device history record review did not identify any nonconformances, potential nonconformance or deviations associated with lot number 78013ud00. A labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I lot 78013ud00 was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on a 21yrs old female patient diagnosed with mononucleosis. The results provided were: on (B)(6) 2025, sid (B)(6) initial= 706.4 ng/l, 1:2 dilution= 648.74 ng/l; 1:5 dilution=740.45 ng/l; 1:10 dilution=706.04 ng/l; 1:20 dilution=599.14 ng/l; 1:50 dilution=638.05 ng/l, heterophilic tube=423.49 ng/l, nonspecific antibody blocking tube=350.0 ng/l, on siemens pcct analyzer=2.2 and 2.3 ng/l, laboratory reference range for troponin: female=2.0 to 15.6 ng/l, additional information provided: igg=1117 mg/dl; igm=103 mg/dl; rf=< 3.3 iu/ml. Updated additional information on 02dec2025: the same patient redrawn and performed neat and precipitation of peg 6000 on same instrument. The results provided were: neat=294.29 ng/l /peg precipitation=9.97 and 10.03 ng/l there was no reported impact to patient management.